Event description:
Dealer called stating that the stitching above the first set of straps, that supports the shoulder area of the patient on the 2451104 sling, for a jasmine patient lift, is allegedly pulling apart on both sides. Facility stated to dealer that all patients were within the weight capacity and the staff was educated on the proper care and operating procedures. No injury. The malfunction has not been confirmed. The product is to be returned to invacare for an inspection.